Event description:
The respiratory therapist (rt) supervisor reported that the patient's saturation had decreased into the 60% range. The rt reported the monitor's set low saturation alert limit was set at 90%. The rt reported the monitor's audio alert did not sound during the alert condition. The customer reported there was no patient harm, and that the monitor was removed from use.